Event description:
Patient purchased device from omron and it did not work. Patient called manufacturer, and 2 battery packs were shipped to him, but battery would not charge. Patient ended up in the hospital, because of this portable nebulizer's issues. FDA needs to put some kind of safety regulations on medical devices. Manufacturers sell defective equipment to patients.